Event description:
The account stated that the bed will not place a nurse call.

Manufacturer narrative:
The technician found there was intermittent nurse call on all of the buttons. He inspected the cables and connections and found a couple of the connections on the sidecomm circuit board were not fully seated. He reseated the connections and replaced the siderail interface circuit board to repair the bed.